Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, d9, h3, h4, h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the investigation results, error code e226 occurred and linear noise occurred on the image, could not be identified. It was confirmed that regional setting of the device was wrong. Presumably, that due to that regional setting of the device is wrong, setting of ntsc is different, and due to that, endoscopic communication is conducted normally and the phenomenon ¿linear noise occurred on the image,¿ and ¿error code e226 occurred.¿ the root cause could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿labeling review:the defect is not caused by misuse of the user, thus not applicable.¿ olympus will continue to monitor the field performance for this device.

Event description:
It was reported the video system center displayed error code e226 and flicker on the screen with the endoeye connected. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.